Event description:
It was reported that during an unspecified surgical procedure it was observed that the modular handpiece device reverse setting was not working, and the device would not reverse. During in-house engineering evaluation it was determined that the device had a sticky trigger. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The modular handpiece device was evaluated and the reported condition that the device would not reverse was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. It was further determined that the device failed pretest for check for sticky triggers. The assignable root cause of this condition was determined to be traced to user, which is user error. UDI ¿ (B)(4).